Event description:
Shock, allergic reaction, median wound separation. In 2000, patient underwent an adhesiotomy. One sheet of seprafilm was applied to the abdominal cavity right under the surgical wound. Keiten was administered to prevent post operative wound infection. As the patient de-anesthetized, a decrease in blood pressure causing unrest, shock and stridor occurred. Keiten was discontinued due to suspicion of an allergic drug reaction. Sexizon was started. The next day, the pt's blood pressure returned to normal. An altar injection was administered to prevent gastrointestinal hemorrhage and modacin was administered to prevent infection. Six days post-operative, the patient underwent an emergency procedure due to wound dehiscence and exposure of the small intestine. Only the exposed small intestine had adhered to the wound. The application site of the seprafilm and the site where infection was observed during this operation is unknown. The reporting physician assessed the causality of the events as probably related to the use of seprafilm and the infection was precipitated by an allergic reaction.